Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
A perforation occurred leading to a procedural abortion where nrg transseptal needle, protrack pigtail wire and watchman device were used. After several attempts to cross the septum, transseptal puncture was successfully completed using the nrg transseptal needle. The nrg transseptal needle was removed, and the protrack pigtail wire was inserted. An effusion was noted, and a tap and drain was performed, followed by a sternotomy due to the amount of bleeding. The watchman device was deployed after the tap began but was removed due to time constraints. During the surgical repair, the physician confirmed a small hole in the left atrial appendage . The patient was stable; however, the procedure was aborted due to the adverse event. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report for protrack pigtail wire.